Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 6 pocket e1 did not recover. The field service engineer (fse) confirmed that the customer had a failed cubie pocket. Upon inspection, the slide rail and retractor were found to be physically damaged. Both components were replaced, along with worn-out slide bumpers. The unit was successfully tested in the hardware test application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 pocket e1 did not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.